Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the reported event. The treatment and outcome of the peritonitis was not reported. At the time of this report, the patient was still hospitalized for the peritonitis. Action taken with therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the date of onset of peritonitis event was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.